Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced supraventricular tachycardia (svt). This ICD provided an inappropriate shock which changed the arrhythmia to atrial fibrillation (af). Technical services (ts) reviewed this episode noting this ICD was inhibiting therapy, as anti-tachycardia pacing (atp) was not provided until more than 4 minutes into the episode. It appeared that the atrial beats were not sensed which had caused this. Ts noted there were additional episodes like this in the past. Ts discussed programming options. This ICD remains in service. No adverse patient effects were reported.